Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alert and absence of no delivery alarm. Customer's blood glucose was as high as 267 mg/dl and as low as 57 mg/dl. Customer advised they had air bubbles present in the reservoir and primed them out. Customer advised a few days before christmas their cannula was bent. Customer performed the high pressure test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.